Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: two photos of same sample were returned for analysis. Upon visual inspection of the pictures, one side of fixation tab could be observed broken. However, no conclusion could be reached based on the photo. One empty labeled winding former and one needle-suture combination of product code sxpp1a400 were returned for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Body fluids on the body needle could be observed. The suture was examined and no defects at barbs were found. However, one side of fixation tab was broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿fixation tab broke into two when pulled at the first pass¿.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb5676 batch number, and no non-conformances were identified. The product (or photo) upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2019 and barbed suture was used. Fixation tab broke into two when pulled at the first pass. A new suture package was opened to complete the procedure successfully. There were no adverse patient consequences reported.